Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that the motor device was leaking air around the handpiece device was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was running in the safety position (the device was power broken). It was determined that the lock cylinder and the pawls release were damaged causing the device to run in the safety position. It was determined that this condition was due to applying the safety while the unit is running. It was further determined that the device failed pretest for safety assessment. The assignable root cause of this condition was determined to be user error or misuse. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported that the motor device was leaking air around the handpiece device. During in-house engineering evaluation it was determined that the device was running in the safety position (the device was power broken), and the device failed safety assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.